Manufacturer narrative:
There was no report of death, serious injury or mistreatment associated with this event. The customer's meter and test strips have been requested for investigation.

Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra meter. The customer obtained readings of 101, 120, 322, 71 and 341 mg/dl within a 10 min timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. One result fell in the 'c' zone indicating the difference in readings to be clinically significant.